Manufacturer narrative:
Microscopic examination of the device showed that it had been subject to repair by an unauthorized third party. The cutting edge of the device had been ground, removing its protective coating, weakening the foot plate, and likely causing it to break during use. Notches on the cutting edge would have made clean cuts impossible and required increased force during use. The instrument was returned incomplete, i.e., without the broken-off tip. Material hardness was checked and found to be conforming to specifications. Review of manufacturing records revealed no nonconformance issues.

Event description:
During a laminectomy procedure, the tip of the kerrison rongeur broke and fell into the surgical field. It was retrieved with a bayonet forceps. The patient was fine and the procedure was completed as planned.